Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia "), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in 2009. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, genital haemorrhage and urinary tract infection had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , dyspareunia, abdominal pain, uti discrepancy noted in date of removal as the date mentioned in current f/u is prior to essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events dyspareunia, abdominal pain, general. Abnormal. Bleeding , uti, psych injury, post removal complication were added, outcome of pelvic pain updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.